Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise, oversensing, and low, out of range pace impedance measurements. There was no pacing inhibition. Surgical intervention was performed to abandon the lead. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the lead was tested using a pacing system analyzer (psa) at the time of the procedure. The impedance measurements were low, but within range. There were high thresholds. The lead to device connection was found to be secure. No adverse patient effects were reported. The device remains in service.